Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v245964, implanted: (B)(6) 2009, product type: lead; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
Information was received from the consumer that reported the deep brain stimulator (dbs) did not seem to be working. The tremors seemed worse and the remote part said it's charged but it didn't seem to be working with the rest of the device. Additional information received from the nurse reported the patient was having difficulty maintaining coupling. They had some return of symptoms. There were no apparent issues with the equipment. The issue started 2-3 weeks prior to report. They would charge while sitting up but they were unable to obtain adequate coupling while sitting up. There was no change at the pocket site and no problems charging the recharger. In the supine position they were able to obtain full bars and they would continue to recharge until the patient was full. Further follow-up is being conducted to determine actions/interventions, troubleshooting, the cause of the implant not working, and if the issue had been resolved. If additional information is received, a follow-up report will be submitted.